Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise reversion episodes were noted on merlin.net transmission. Since june, a multitude of noise reversion episodes were recorded. The source of noise appeared to be intermittent external emi and was noted on both right and left ventricles. Behavior exhibited no periodicity. Noise was not reproducible in clinic with isometrics of pocket manipulation. Patient will be closely monitored. No further information was reported.